Manufacturer narrative:
Analysis of the labeling confirmed sterility of the vns therapy system, prior to distribution. Vns therapy system labeling list infection as a potential adverse event, possibly related to surgery.

Event description:
Reporter indicated patient's lead and generator were explanted due to infection related to the original implant procedure. Further follow-up indicated that, the infection started at the generator site. It was reported that the patient is recovering.